Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded in myometrium of uterus') and device expulsion ('perforation (fallopian tube (s)) myometrium of uterus') in a 34-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (2008, (B)(6) 2012), multigravida, parity 5, abortion and colpoperineoplasty (with enterocele repair). Denies dysuria, nocturia. Previously administered products included for an unreported indication: spermicide. Concurrent conditions included obesity, vitamin d deficiency, sleep apnea, fractured wrist, urinary urgency, urge incontinence and stress incontinence. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 12 days after insertion of essure. In 2013, the patient experienced pelvic pain ("pain / right side pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), palpitations ("blood or heart disorder/condition type: heart palpitations"), furuncle ("rashes or skin conditions type:boils in groin area") and inflammation ("allergic or hypersensitivity reaction type: inflammation through my whole body"). In 2015, the patient was found to have blood testosterone increased ("hormonal changes describe: high testosterone") and weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rectocele ("other injury or complication please describe: rectocele"), enterocele ("other injury or complication please describe:enterocele"), dyschezia ("other injury or complication please describe: difficult defecation") and vaginal prolapse ("other injury or complication please describe: vaginal prolapse"). On an unknown date, the patient experienced back pain ("lower back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), groin pain ("groin/ pressure in groin during period") and headache ("headache got worse and worse over the years"). The patient was treated with surgery (davinci hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, back pain, dyspareunia, depression, blood testosterone increased, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, palpitations, amnesia, dysmenorrhoea, vaginal discharge, fatigue, rectocele, enterocele, dyschezia, vaginal prolapse, alopecia, furuncle, groin pain and headache outcome was unknown, the pelvic pain had resolved and the migraine, vision blurred, weight increased, feeling abnormal and inflammation was resolving. The reporter considered alopecia, amnesia, anxiety, back pain, blood testosterone increased, depression, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, feeling abnormal, furuncle, groin pain, headache, inflammation, menorrhagia, migraine, palpitations, pelvic pain, rectocele, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vision blurred and weight increased to be related to essure. The reporter commented: communications that the tubes will need to be removed in order for the coils to not break. Insertion detail: about 3 coils were seen outside the ostia. On (B)(6) 2019, pathology report revealed benign squamous mucosa with no significant microscopic abnormalities. No evidence of malignancy. Uterus, cervix and bilateral tubes, hysterectomy and salpingectomy: 115-gram benign uterus with adenomyosis. Proliferative phase endometrium. Unremarkable serosa. Unremarkable bilateral fallopian tubes with essure devices. Benign cervix with no significant microscopic abnormalities. No evidence of malignancy. The right fallopian tube measures 6 cm in length and 0.4 cm in diameter. The serosa is slightly fibrotic. Within the lumen there is an in-place metallic coil consistent with and essure device. The left fimbriated fallopian tube is 6 cm in length and 0.4 cm in diameter. Within the lumen there is a metallic coil consistent with and essure device which is focally protruding to the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, depression, pelvic pain, rectocele, enterocele, embedded device, vaginal prolapse". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded in myometrium of uterus') and device expulsion ('perforation (fallopian tube (s)) myometrium of uterus') in a 34-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (2008, (B)(6) 2012), multigravida, parity 5, abortion and colpoperineoplasty (with enterocele repair). Denies dysuria, nocturia. Previously administered products included for an unreported indication: spermicide. Concurrent conditions included obesity, vitamin d deficiency, sleep apnea, fractured wrist, urinary urgency, urge incontinence and stress incontinence. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia(heavy menstrual bleeding)"), 2 months 12 days after insertion of essure. In 2013, the patient experienced pelvic pain ("pain / right side pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis, vaginal infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), palpitations ("blood or heart disorder/condition type: heart palpitations"), furuncle ("rashes or skin conditions type:boils in groin area") and inflammation ("allergic or hypersensitivity reaction type: inflammation through my whole body"). In 2015, the patient was found to have blood testosterone increased ("hormonal changes describe: high testosterone") and weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rectocele ("other injury or complication please describe: rectocele"), enterocele ("other injury or complication please describe:enterocele"), dyschezia ("other injury or complication please describe: difficult defecation") and vaginal prolapse ("other injury or complication please describe: vaginal prolapse"). On an unknown date, the patient experienced back pain ("lower back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), groin pain ("groin/ pressure in groin during period"), headache ("headache got worse and worse over the years,headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nervous system disorder ("neuro condition/prob") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (davinci hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, back pain, depression, blood testosterone increased, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, palpitations, amnesia, vaginal discharge, fatigue, rectocele, enterocele, dyschezia, vaginal prolapse, alopecia, furuncle, groin pain, headache, bladder disorder, urinary tract disorder, hormone level abnormal and nervous system disorder outcome was unknown, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the migraine, vision blurred, weight increased, feeling abnormal and inflammation was resolving. The reporter considered alopecia, amnesia, anxiety, back pain, bladder disorder, blood testosterone increased, depression, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, feeling abnormal, furuncle, groin pain, headache, hormone level abnormal, inflammation, menorrhagia, migraine, nervous system disorder, palpitations, pelvic pain, rectocele, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vision blurred and weight increased to be related to essure. The reporter commented: communications that the tubes will need to be removed in order for the coils to not break. Insertion detail: about 3 coils were seen outside the ostia. On (B)(6) 2019, pathology report revealed benign squamous mucosa with no significant microscopic abnormalities. No evidence of malignancy. Uterus, cervix and bilateral tubes, hysterectomy and salpingectomy: 115-gram benign uterus with adenomyosis. Proliferative phase endometrium. Unremarkable serosa. Unremarkable bilateral fallopian tubes with essure devices. Benign cervix with no significant microscopic abnormalities. No evidence of malignancy. The right fallopian tube measures 6 cm in length and 0.4 cm in diameter. The serosa is slightly fibrotic. Within the lumen there is an in-place metallic coil consistent with and essure device. The left fimbriated fallopian tube is 6 cm in length and 0.4 cm in diameter. Within the lumen there is a metallic coil consistent with and essure device which is focally protruding to the myometrium. Plaintiff received treatment for dyspareunia, dysmenorrhea, menorrhagia, allergy, psych injury, perforation, bladder and urinary problems, fatigue, hair loss, hormonal changes, migraines, headaches, weight gain, neuro condit/problems, vision problems, rectocele, enterocele, difficult defection, vaginal prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, depression, pelvic pain, rectocele, enterocele, embedded device, vaginal prolapse". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: bladder problems, urinary problems, hormonal changes, neuro condition/problems were added. Event outcome was updated for the events: dyspareunia, dysmenorrhea. Lab data was added. Fu 6&7 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded in myometrium of uterus') and device expulsion ('perforation (fallopian tube (s)) myometrium of uterus') in a 34-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (2008, (B)(6) 2012), multigravida, parity 5, abortion and colpoperineoplasty (with enterocele repair). Denies dysuria, nocturia. Previously administered products included for an unreported indication: spermicide. Concurrent conditions included obesity, vitamin d deficiency, sleep apnea, fractured wrist, urinary urgency, urge incontinence and stress incontinence. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 12 days after insertion of essure. In 2013, the patient experienced pelvic pain ("pain / right side pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), palpitations ("blood or heart disorder/condition type: heart palpitations"), furuncle ("rashes or skin conditions type:boils in groin area") and inflammation ("allergic or hypersensitivity reaction type: inflammation through my whole body"). In 2015, the patient was found to have blood testosterone increased ("hormonal changes describe: high testosterone") and weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rectocele ("other injury or complication please describe: rectocele"), enterocele ("other injury or complication please describe:enterocele"), dyschezia ("other injury or complication please describe: difficult defecation") and vaginal prolapse ("other injury or complication please describe: vaginal prolapse"). On an unknown date, the patient experienced back pain ("lower back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), groin pain ("groin/ pressure in groin during period") and headache ("headache got worse and worse over the years"). The patient was treated with surgery (davinci hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, back pain, dyspareunia, depression, blood testosterone increased, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, palpitations, amnesia, dysmenorrhoea, vaginal discharge, fatigue, rectocele, enterocele, dyschezia, vaginal prolapse, alopecia, furuncle, groin pain and headache outcome was unknown, the pelvic pain had resolved and the migraine, vision blurred, weight increased, feeling abnormal and inflammation was resolving. The reporter considered alopecia, amnesia, anxiety, back pain, blood testosterone increased, depression, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, feeling abnormal, furuncle, groin pain, headache, inflammation, menorrhagia, migraine, palpitations, pelvic pain, rectocele, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vision blurred and weight increased to be related to essure. The reporter commented: communications that the tubes will need to be removed in order for the coils to not break. Insertion detail: about 3 coils were seen outside the ostia. On (B)(6) 2019, pathology report revealed benign squamous mucosa with no significant microscopic abnormalities. No evidence of malignancy. Uterus, cervix and bilateral tubes, hysterectomy and salpingectomy: 115-gram benign uterus with adenomyosis. Proliferative phase endometrium. Unremarkable serosa. Unremarkable bilateral fallopian tubes with essure devices. Benign cervix with no significant microscopic abnormalities. No evidence of malignancy. The right fallopian tube measures 6 cm in length and 0.4 cm in diameter. The serosa is slightly fibrotic. Within the lumen there is an in-place metallic coil consistent with and essure device. The left fimbriated fallopian tube is 6 cm in length and 0.4 cm in diameter. Within the lumen there is a metallic coil consistent with and essure device which is focally protruding to the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, depression, pelvic pain, rectocele, enterocele, embedded device, vaginal prolapse". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded in myometrium of uterus') and device expulsion ('perforation (fallopian tube (s)) myometrium of uterus') in a 34-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (2008, (B)(6) 2012), multigravida, parity 5, abortion and colpoperineoplasty (with enterocele repair). Denies dysuria, nocturia. Previously administered products included for an unreported indication: spermicide. Concurrent conditions included obesity, vitamin d deficiency, sleep apnea, fractured wrist, urinary urgency, urge incontinence and stress incontinence. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia(heavy menstrual bleeding)"), 2 months 12 days after insertion of essure. In 2013, the patient experienced pelvic pain ("pain / right side pelvic/ sharp pains") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis, vaginal infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), palpitations ("blood or heart disorder/condition type: heart palpitations"), furuncle ("rashes or skin conditions type:boils in groin area") and inflammation ("allergic or hypersensitivity reaction type: inflammation through my whole body"). In 2015, the patient was found to have blood testosterone increased ("hormonal changes describe: high testosterone") and weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain after sex"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rectocele ("other injury or complication please describe: rectocele"), enterocele ("other injury or complication please describe:enterocele"), dyschezia ("other injury or complication please describe: difficult defecation") and vaginal prolapse ("other injury or complication please describe: vaginal prolapse"). On an unknown date, the patient experienced back pain ("lower back pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), groin pain ("groin/ pressure in groin during period"), headache ("headache got worse and worse over the years,headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nervous system disorder ("neuro condition/prob"), genital haemorrhage ("heavy bleeding"), abdominal distension ("looked 6 months or more pregnant"), acne ("acne"), rectal prolapse ("rectal prolapse"), dysgeusia ("metallic taste"), peripheral swelling ("swelling in hands"), skin haemorrhage ("skin bleed") and contusion ("bruised"), was found to have hormone level abnormal ("hormonal changes") and vitamin d decreased ("low vitamin d") and underwent cystocele repair ("cystocele repair"). The patient was treated with surgery (davinci hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, back pain, depression, blood testosterone increased, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, palpitations, amnesia, vaginal discharge, fatigue, rectocele, enterocele, dyschezia, vaginal prolapse, alopecia, furuncle, groin pain, headache, bladder disorder, urinary tract disorder, hormone level abnormal, nervous system disorder, genital haemorrhage, vitamin d decreased, abdominal distension, cystocele repair, rectal prolapse, dysgeusia, peripheral swelling, skin haemorrhage and contusion outcome was unknown, the pelvic pain, dyspareunia, dysmenorrhoea and acne had resolved and the migraine, vision blurred, weight increased, feeling abnormal and inflammation was resolving. The reporter considered abdominal distension, acne, alopecia, amnesia, anxiety, back pain, bladder disorder, blood testosterone increased, contusion, cystocele repair, depression, device expulsion, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, feeling abnormal, furuncle, genital haemorrhage, groin pain, headache, hormone level abnormal, inflammation, menorrhagia, migraine, nervous system disorder, palpitations, pelvic pain, peripheral swelling, rectal prolapse, rectocele, skin haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: communications that the tubes will need to be removed in order for the coils to not break. Insertion detail: about 3 coils were seen outside the ostia. On (B)(6) 2019, pathology report revealed benign squamous mucosa with no significant microscopic abnormalities. No evidence of malignancy. Uterus, cervix and bilateral tubes, hysterectomy and salpingectomy: 115-gram benign uterus with adenomyosis. Proliferative phase endometrium. Unremarkable serosa. Unremarkable bilateral fallopian tubes with essure devices. Benign cervix with no significant microscopic abnormalities. No evidence of malignancy. The right fallopian tube measures 6 cm in length and 0.4 cm in diameter. The serosa is slightly fibrotic. Within the lumen there is an in-place metallic coil consistent with and essure device. The left fimbriated fallopian tube is 6 cm in length and 0.4 cm in diameter. Within the lumen there is a metallic coil consistent with and essure device which is focally protruding to the myometrium. Plaintiff received treatment for dyspareunia, dysmenorrhea, menorrhagia, allergy, psych injury, perforation, bladder and urinary problems, fatigue, hair loss, hormonal changes, migraines, headaches, weight gain, neuro condit/problems, vision problems, rectocele, enterocele, difficult defection, vaginal prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, depression, pelvic pain, rectocele, enterocele, embedded device, vaginal prolapse". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Events - heavy bleeding, low vitamin d, acne, looked 6 months or more pregnant, cystocele repair, metallic taste, swelling in hands, skin bleed, bruised and rectal prolapse were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('embedded in myometrium of uterus') and device expulsion ('perforation (fallopian tube (s)) myometrium of uterus') in a (B)(6) year old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (2008, (B)(6) 2012). Previously administered products included for an unreported indication: spermicide. Concurrent conditions included obesity, vitamin d deficiency, sleep apnea and fractured wrist. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 2 months 12 days after insertion of essure. In 2013, the patient experienced pelvic pain ("pain / right side pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), palpitations ("blood or heart disorder/condition type: heart palpitations"), furuncle ("rashes or skin conditions type:boils in groin area") and inflammation ("allergic or hypersensitivity reaction type: inflammation through my whole body"). In 2015, the patient was found to have blood testosterone increased ("hormonal changes describe: high testosterone") and weight increased ("weight gain / loss specify which one: weight gain") and experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and vision blurred ("vision/eye problems type: blurry vision"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rectocele ("other injury or complication please describe: rectocele"), enterocele ("other injury or complication please describe:enterocele"), dyschezia ("other injury or complication please describe: difficult defecation") and vaginal prolapse ("other injury or complication please describe: vaginal prolapse"). On an unknown date, the patient experienced back pain ("lower back pain"), feeling abnormal ("brain fog"), groin pain ("groin/ pressure in groin during period") and headache ("headache got worse and worse over the years"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, back pain, dyspareunia, depression, blood testosterone increased, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, palpitations, amnesia, dysmenorrhoea, vaginal discharge, fatigue, rectocele, enterocele, dyschezia, vaginal prolapse, alopecia, furuncle, groin pain and headache outcome was unknown, the pelvic pain had resolved and the migraine, vision blurred, weight increased, feeling abnormal and inflammation was resolving. The reporter considered alopecia, amnesia, anxiety, back pain, blood testosterone increased, depression, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, feeling abnormal, furuncle, groin pain, headache, inflammation, menorrhagia, migraine, palpitations, pelvic pain, rectocele, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vision blurred and weight increased to be related to essure. The reporter commented: communications that the tubes will need to be removed in order for the coils to not break. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: lot number was added. Reporter information, patient demography, lab data, medical history and concomitant drugs was added. Previously added injury was replaced with ¿perforation (fallopian tube) was added. New events ¿perforation (fallopian tube (s)) myometrium of uterus, pelvic pain, lower back pain, dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: (depression, anxiety), hormonal changes describe: high testosterone, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginitis, urinary tract infection, migraines / headaches, blood or heart disorder/condition type: heart palpitations, neurological conditions or problems type: memory loss, headaches,dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain / loss specify which one: weight gain, other injury or complication please describe: rectocele, enterocele, difficult defecation, vaginal prolapse, hair loss, brain fog, rashes or skin conditions type: boils in groin area, allergic or hypersensitivity reaction type: inflammation through my whole body¿ were added. Severity of event ¿pelvic pain, lower back pain, groin pain¿ updated as ¿severe¿. Outcome of event ¿migraines / headaches, brain fog, inflammation, blurry vision, , weight gain, were updated as recovering/resolving and pelvic pain was updated as "recovered/resolved". Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.